Manufacturer narrative:
E1: reporter phone # (B)(6). A philips field service engineer (fse) evaluated the device and confirmed that the speaker was faulty. The fse replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating that the speaker is defective. The device was in use at the time of the event. No adverse event occurred.